Manufacturer narrative:
Remove MDR code 4614. Add MDR code 4613. Remove MDR code 4614. Add MDR code 4613.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 41 mg/dl. Customer consumed orange juice, graham crackers, cookies and candy to address bg level. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause of the low bg was due to the customer giving a manually correction bolus in conjunction with control software delivering an extra automatic correction bolus, customer understood and acknowledged. Customer continued to use the pump for insulin therapy.